Manufacturer narrative:
Device passed the displacement test. Device had broken belt clip rails. Device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 23.9 mmol/l. Customer reported that insulin pump had crack on clip rail. The insulin pump will be returned for analysis.